Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer keep getting sensor lost. The customer stated the pump is not communicating with the transmitter. After the troubleshooting was done, customer was advised the mini-link may be working. The customer was advised that we are sending two replacement sensors.